Event description:
The following occurred: the instrument did not fire completely. The tissue was caught on the partially fired staples and was cut with a scissor/quadrant. This causes cava defect which was over stitched.